Event description:
It was reported that the patient with this implantable neurostimulator was having unspecified issues two months ago and expressed to their physician that they would like the device removed; however, physician noted removal of device was not necessary. On (B)(6) 2026, the patient began to experience pain at the implant site and feeling a shocking sensation that runs through their lead. The implant battery feels like it is bulging out and is larger than normal. The stimulation remains in a low setting. During a follow up, the patient noted they turned off stimulation and are still getting shocks with the stimulation off. The patient also has lost and gained 10 pounds. The patient had a full system removal of both neurostimulator and lead. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1n243709 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.